Event description:
It was reported a spectrum pump's door would not latch properly. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, door would not latch, was confirmed and reproduced as a door not fully latched alarm after loading a set and closing the pump door. Review of the event history log confirms this condition as well. This issue was determined to have been caused by a failed upper link switch. The upper auxiliary assembly was replaced.